Event description:
It was clarified that two leads were used with the same lot at the time of the trial. There was no allegation that there was an issue with the second lead.

Manufacturer narrative:
Product ID: 387360, lot# va04kkf, implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type: screening device (lead).

Event description:
Additional information from the physician noted that the electrodes were in soft tissue and were removed on (B)(6) 2013. There was no harm/injury to the patient. The patient was not hospitalized.

Event description:
It was reported that a trial lead was damaged during the explant procedure. The reporter stated that the process of pulling the lead was normal, with little to no resistance during the pull, but the physician felt the lead uncoiling at the top of the lead. The patient was taken to have an x-ray, which confirmed that electrodes 0 and 1 were left in the patient's tissue. It was noted that there was no patient injury, and the patient was scheduled for a permanent implant on (B)(6) 2013. At that time, the physician would try to remove the two contacts. The next day, it was reported that the trial had started on (B)(6) 2013. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 387360, lot# va04kkf, implanted: (B)(6) 2013, explanted: (B)(6) 2013. Product type: screening device. (B)(4).